Manufacturer narrative:
The reported provided lot number 863 for this device; however, this is not a valid lot for the complainant part. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. The lot number provided could not be verified; therefore, further investigation (i.e. Service history review) cannot be performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the end cap and nut from a pair of reduction forceps 180mm speed lock broke off. Also, the nut from a pair of self-centering bone forceps reportedly falls off. Both issues were discovered during the cleaning process with no patient or surgical involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Service & repair evaluation: the customer reported the end cap and nut broke off. The repair technician reported the stop nut was missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: stop nut. This item was repaired, passed synthes final inspection, and returned to the customer on (B)(4) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.